Event description:
It was reported that during device evaluation conducted at the manufacturer facility foreign material was found to be present on the plug assembly. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
This report was filed in error. MFR # 0001811755-2017-01271 is not reportable per 21 cfr 803:20.

Event description:
It was reported that during device evaluation conducted at the manufacturer facility foreign material was found to be present on the plug assembly. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.